Event description:
Caller reported being unable to use a cartridge, necessitating the use of a second cartridge to resume insulin. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded the second cartridge without further problems, resolving the issue and resuming insulin delivery. No additional assistance was needed, but a request was made for a replacement cartridge to be sent as a goodwill gesture.